Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2005 -- composix kugel mesh was used to repair patients hernia defect. On (B)(6) 2010 -- patient underwent surgery to repair his hernia defect. During surgery, erosion of the mesh into the bowel, small bowel obstruction and peritonitis secondary to adhesion between the distal ileum and the mesh were noted. The attorney's report alleges erosion, bowel injury, bowel obstruction, peritonitis, adhesions, permanent injury, additional surgery, defective mesh.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure and medical records have not been provided. We have contacted the initial reporter to request additional information. The attorney's report alleges that the patient developed adhesions which is a known possible adverse event listed in the IFU. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. Additionally, no sample has been returned for evaluation. This MDR includes all patient, event and device information davol has received to date. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.